Event description:
It was reported to target that during an aneurysm coiling procedure the physician felt resistance and tried to pull back on the coil. When he removed it the coil was stretched and damaged. Upon inspection of the returned product on 2/19/98 it was found that the gdc coil had totally unraveled from its weld joint making this complaint a MDR. The pt was not affected from this product malfunction.